Event description:
It was reported that the 8800 system has intermittent problems with lift column motion. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lift column power supply (24v). The system was tested and found to be working as intended and placed back into service.